Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was losing insufflation and there is an air leak in the upper housing in the trocar after removing the instrument. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber at 70 joules. No pt injury was reported. The device was not returned for eval.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. It was noted that the bottom ring was cracked. We have documented the circumstance as they have been reported to us. The final quality release criteria were met before this batch was released for distribution.